Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had a magnet rate of 90 and had 1.5 years remaining longevity from the last time it was checked. However, the device declared elective replacement time (ert) after a month. Boston scientific technical services (ts) discussed that with magnet rate of 90, remaining longevity should be a year or less. It was noted that there were no programming changes but a slight drop in right ventricular (rv) pacing lead impedance measurement was observed which will calculate a slightly higher current draw used and can push it into the next charge bin causing the gas gauge to drop. Ts then suggested for a memory dump but clinician indicated that the patient was scheduled for a changed out. This pacemaker was explanted and successfully replaced. No adverse patient effects were reported.